Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ji wan kim et. Al (2018), a prospective randomized study on operative treatment for simple distal tibial fractures¿minimally invasive plate osteosynthesis versus minimal open reduction and internal fixation, journal of orthopaedic trauma vol. 32(1), pages e19-e24 (south korea). Doi: 10.1097/bot.0000000000001007. The purpose of the study was to compare the clinical and radiologic outcomes when comparing minimal orif and mipo techniques in the treatment of distal third tibial fractures. Between march 2011 and december 2015, a total of 58 patients (26 males and 32 females; 78 hips) with a mean age of 51.6 years (range, 21 to 82 years) were included in the study. These patients were separated in 2 groups. The minimal orif (29 patients) techniques and mipo (29 patients) techniques. In each group, a distal medical tibial plate or periarticular distal tibial plate was used. The mean duration of follow-up was 19 months. The following complications were reported as follows under minimal orif technique: 1 case of delayed union. 1 case of superficial infection. These cases did not require surgical intervention and resolved with intravenous antibiotic treatment. The following complications were reported as follows under mipo technique: 1 case of delayed union. 1 case of superficial infection. These cases did not require surgical intervention and resolved with intravenous antibiotic treatment. This report is for an unknown synthes screw. This is report 2 of 4 for (B)(4).